Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise oversensing, resulting in a stored signal artifact monitor (sam) episode. It was noted that the patient was undergoing a medical procedure on the same day the episode occurred. Additionally, the intrinsic rhythm of the patient was not affected. An inquiry was made to technical services (ts) regarding whether the respiratory rate trend (rrt) needed to be reenabled. Ts explained that this feature would only need to be turned back on if respiratory rate monitoring was desired. This ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Updated f10: devices code and b5 describe event or problem. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noisy signals that resulted in a false signal artifact monitor (sam) episode and ventricular episode. The sam episode also showed high out of range pacing impedance. The high out of range impedances and noisy signals were a result of a medical procedure. The device remains in service. No adverse patient effects were reported.